Event description:
Level 1 has not been infusing rapidly at all. Last week during a code crimson we had a lot of difficulty getting it to infuse the blood at all. We tripled checked everything and although it was properly set up it was not infusing the fluids nearly as fast as it should. At this point the pressure bags infuse faster.